Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the loosened distal screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The patient is able to flex the knee greater than 90 degrees at the time of follow up. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
It was reported on 07/07/2015, that a sign im nail implanted to repair a fractured left femur; showed a loose distal screw in follow-up x-rays.